Event description:
In 2003, it was reported that the handpiece became hot during a dental procedure and some redness to the pt's lip resulted. The lip was treated with neosporin. It was reported that the lip area did not appear blistered with no serious injury resulting. In 2004, the surgeon called to say that this same pt, same event, has now developed to a second degree burn with possible scar. It is alleged that the second degree burn was on the corner of the lip, about the size of a dime. It is now reported that this may require laser surgery for the scar.